Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device ¿ 1 year and 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced weakness, fatigue, and dark stools. An upper endoscopy was performed and gastrointestinal bleeding was found. The patient was started on sucralfate and there was no further drop in hematocrit after (B)(6) 2018. The patient was discharged. No further information was provided.

Manufacturer narrative:
A direct relationship between the left ventricular assist system (lvas) and the reported gastrointestinal (gi) bleeding could not be confirmed through evaluation of the submitted system controller submitted log file. The patient remains ongoing on lvas support with no further issues reported. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.